Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with a prestige grasper. During a laparoscopic cholecystectomy procedure, the device was introduced into the abdomen through a cannula port. When the surgeon opened the grasper for use, it was not able to be closed. Another instrument was used to close the malfunctioning device for removal. There was no patient harm and there was a 5-10 minute delay in surgery. Additional information was not provided.

Manufacturer narrative:
Additional information - d4 (UDI). Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
No update required.